Event description:
It was reported that both leads dislodged sometime in the evening following the implant procedure. It was also reported that the patient's "excessive movement" may have led to the dislodgement. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.